Manufacturer narrative:
Additional manufacturer narrative: article citation: puiu, p-c., siepe, m., zeh, w., zimmer, e.¿recurrent cardiac constriction after implantation of an expanded polytetrafluoroethylene surgical membrane¿, thorac cardiovasc surg rep 2022 jan 17;11(1):e1-e3. Doi: https://doi.org/10.1055/s-0041-1736456. Manuscript received march 31, 2021, accepted after revision july 1, 2021. Published online: 2022-01-17. B3, date of event: updated. The date of event has been determined to coincide with the date of publication. Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. The serial and item number for the gore® preclude® pericardial membrane involved in this event could not be obtained. Therefore, is was not possible to perform a review of the manufacturing records. No information was obtained about the availability of the gore® preclude® pericardial membrane. Therefore, an explant evaluation could not be performed. Multiple attempts were made over an extended period of time to obtain additional information from the corresponding author regarding this event. However, as no responses were received, this event was processed with the available information. Per the gore® preclude pericardial membrane instruction for use, possible adverse reactions may include, but are not limited to: inflammation, adhesions. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.

Manufacturer narrative:
H3, code "other": the item and serial number of the device is currently unknown. Therefore, a review of the manufacturing papers cannot be performed. The location of the removed device is currently unknown and an evaluation of the device cannot be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: puiu, p-c., siepe, m., zeh, w., zimmer, e.¿recurrent cardiac constriction after implantation of an expanded polytetrafluoroethylene surgical membrane¿, thorac cardiovasc surg rep 2022 jan 17;11(1):e1-e3. Doi: https://doi.org/10.1055/s-0041-1736456. Manuscript received march 31, 2021, accepted after revision july 1, 2021. Published online: 2022-01-17. This case study reports on recurrent cardiac constriction necessitating reoperation after initial substitution of the pericardium with a gore® preclude® pericardial membrane. It was reported that a 38 year old male was admitted to hospital with progressive dyspnea, fatigue, peripheral congestion, and a medical history of hypertension, hypercholesterolemia, smoking, and constrictive pericarditis. Among additional cardiac co-morbidities, pre-operative diagnostics confirmed the condition of constrictive pericarditis. During complex cardiac surgery, the patient was therefore implanted with a gore® preclude® pericardial membrane for pericardial reconstruction. Post-operatively, the condition was reported to have been treated successfully and that patient recovery had been uneventful. Two years and two months post initial surgery, the patient represented with progressive dyspnea, nhya (new york heart association) class iii heart failure. Echocardiography as well as hemodynamic cardiac catheterization diagnostics again showed pericardial constriction. When excising the neo-pericardium, a layer of approximately 5mm tissue granulation was found under the entire length of the patch. Subsequent pathology findings revealed a pattern of chronic inflammation and nodular aggregation of lymphocytes, identifying a foreign-body granulomatous reaction. The patient tolerated the procedure and was reported to have recovered uneventfully.